Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional proglide device is being filed under a separate medwatch report number.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 8f sheath hole prior to an endoprosthesis procedure. Reportedly, the threads/suture break occurred with the first proglide when the threads were pulled in preparation to advance the knot. A second proglide was deployed without issue. A third proglide was passed and the same thing happened as the first, whereupon it was replaced by another unit. The sheath was upsized to a 20f sheath and the procedure was completed. After finishing the procedure, the vascular access was closed and hemostasis achieved with 2 proglides without problems. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.